Manufacturer narrative:
Field service engineers (fse) evaluated the analyzers and found a faulty diluent pump and diluent pump electrical components. The diluent pump and diluent pump electrical components were replaced and the analyzer was running as expected. There was no further action required by fse.

Event description:
This report summarizes <noe> 2 </noe> malfunction events on the aia-360 analyzer. The review of events indicated that the aia-360 analyzer experienced result recovery error messages, which caused delayed reporting of critical patient results. These reports were received from two (2) different sources. There was no indication of patient intervention or adverse health consequences due to the delayed reporting in patient results. These events did not necessitate remedial action to prevent an unreasonable risk of substantial harm to the public health.

Event description:
N/a

Manufacturer narrative:
Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event. Corrected data: section g1-2:contact name & address updated h.3. Device evaluation by manufacturer: the driver board was returned to tosoh instrument service center for investigation. Functional testing could not confirm the reported failed driver board of the diluent pump. The most probable cause of the reported event is unknown.